Event description:
A report was received that the pt was experiencing muscle spasms and jolting sensations up his spine when the stimulation was on, which was not resolved by reprogramming. The physician has decided to replace the precision system. A revision date has not yet been scheduled.